Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, femoral stem installed on (B)(6) 2010. Note that the original incident report mentions the stem phao5510 (profemur® l stem) lot # 0401080593, but the issue comes from the neck and not the stem. While walking on (B)(6) 2018, the modular neck broke. On (B)(6) 2018, patient is re-operated.